Manufacturer narrative:
Additional information has been requested. Records indicate this product remains in service. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was oversensing electromagnetic interference noise causing pacing inhibition for the patient. No changes were made and the crt-d remains implanted and in service. No adverse patient effects were reported.